Event description:
It was reported that the balloon burst. A 10mmx4.00mm wolverine coronary cutting balloon was selected for use. During the procedure, at initial inflation, it was noted that the balloon burst at 8atm. The procedure was completed with another of te same device. No patient complications were reported.

Manufacturer narrative:
(B)(6).